Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However; it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a pocket infection occurred on (B)(6) 2021. Therefore; the pacemaker was explanted and a pocket defibrillation was performed on (B)(6) 2021. The product was destroyed after being explanted and can not be returned.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a pocket infection occurred on (B)(6) 2021, therefore the pacemaker was explanted and a pocket defibrillation was performed on (B)(6) 2021. The product was destroyed after being explanted and can not be returned.

Manufacturer narrative:
A correction was made on the report.

Event description:
Reportedly, a pocket infection occurred on (B)(6) 2021, therefore the pacemaker was explanted and a pocket defibrillation was performed on (B)(6) 2021. The product was destroyed after being explanted and can not be returned.